Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and that the criteria for the right ventricular lead integrity alert were met. 1167 of 6292 lifetime ventricular sic occur since (B)(6) 2013. 3 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and oversensing. A connection issue was suspected, and the pocket was subsequently reopened and the connections were inspected. No connection issues were observed, however the noise and oversensing continued after the connection was checked. As a result, the system will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and oversensing. A connection issue was suspected, and the pocket was subsequently reopened and the connections were inspected. No connection issues were observed, however the noise and oversensing continued after the connection was checked. It was further reported that the superior vena cava (svc) coil of the rv lead was found to be broken. As a result, the system will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).